Manufacturer narrative:
Not previously reported. The investigation of the complained extraction bolt has shown that a part of the tip is indeed cracked and broken off. The instrument was analyzed for conformance to print specifications, as well as the device history records were researched. No abnormal findings were identified. The broken surface is homogenous which indicates material conformity to the specifications as well. Based on these findings, it is assumed that the screw head must have been so badly stuck that the tip of the extraction bolt cracked apart during removal.

Event description:
A hospital in (B)(6) reported that during a procedure the tip of the extraction bolt broke off. All pieces were retrieved from the pt.

Manufacturer narrative:
Investigation is on-going. Subject device has been rec'd and is currently in the eval process. No conclusion can be drawn.